Event description:
It was reported by the patient that she underwent a cholecystectomy on (B)(4) 2012 and topical skin adhesive was applied. She experienced an allergic reaction to the adhesive. She reports redness, swelling, and itching. The patient was treated with hydrocortisone cream and benadryl. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.